Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 229103330); implant date: n/a; explant date: n/a. Product ID: (lot: 2271722910). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline experienced resistance in the phenom 27 microcatheter and did not fully open. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the c4 segment of the right internal carotid artery. The max diameter was 12mm, and the neck diameter was 4mm. The landing zone was 4.0mm distal and 5.0mm proximal. The patient's vessel tortuosity was moderate. The access vessel was the right c4, which was 5mm in diameter. Dual antiplatelet treatment had been administered. It was reported that there was some resistance in the middle of the phenom 27 during pipeline placement. The tip of the pipeline was frayed when it started to expand, and the distal stent failed to deploy. The pipeline was not positioned in a bend and more than 50% had been deployed when it failed to open. The tip was deployed to the proximal region in order to open the tip, but the frayed edges did not spread. No other steps were taken to open the device. The pipeline was removed and replaced. The device was only resheathed once when the sleeve was removed. There was no particular damage to the pipeline pushwire or phenom 27 microcatheter. There was no resistance when passing the phenom 27 microcatheter through the phenom plus catheter. The patient did not experience any health damage. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the resistance was not determined. The meandering of the vascular run was not severe. The cause of the failure to open was unknown. The tip was frayed. It was noted that the microcatheter was continuously refluxed.

Manufacturer narrative:
H3: product analysis # (B)(4): equipment used: video inspection system (m-8559), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel. Drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F. As found condition: the pipeline flex shield and phenom 27 catheter were returned inside the outer carton, biohazard bag, and shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal end was not opened and frayed. The braid's proximal end was found opened and no damage. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 9.0cm to 12.8cm from the proximal end of the catheter hub. No other anomalies were observed. Testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was confirmed that the braid's distal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid or the user deploying the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate and that the braid was not positioned in a vessel bend, which eliminates those two possible causes. It is possible that the damaged braid contributed to the failure to open, as damage can occur from resheathing more than 2 times, over-manipulation, deployment techniques, or advancing or retracting the delivery wire against resistance, as well as deploying or resheathing the braid against resistance. Additionally, the customer's report of "resistance during delivery" was confirmed, as the pipeline flex shield was returned stuck inside the phenom 27 catheter. Both the pipeline flex shield and the catheter were found to be damaged. The observed damage on the catheter (accordioning), braid (fraying), and hypotube (stretching) suggests that excessive force was likely applied. This damage may have occurred when the customer attempted to advance or retrieve the pipeline flex shield through the catheter against resistance. Possible resistance include a lack of continuous flush with heparinized saline during delivery medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.